Event description:
In 2000, the facility's o.r. Clinical mgr, informed the distributor's sales rep of the following: boxed device had a 14 french (fr) dilator peel away sheath in kit. The pt had 20,000 plt. Count due to large size of introducer compared to the catheter. The pt had moderate bleeding at venipunture site. Introducer kit was packed in the device set and labeled 10fr. Device placement was completed. The report also states that no pt injury occurred. No further details were provided. The device is scheduled to be returned to the MFR for analysis.